Manufacturer narrative:
A1, a2, a3a, a3b, a4 and a5: updated. B3: updated. D9 - date returned to MFR: 5-jun-2026. H3 and h6 codes: updated. One (1) photo and one (1) returned sample were received for evaluation. The photo showed the affected item connected to a mating device inside a plastic bag, with blood residue visible on the threads. Visual inspection of the returned sample confirmed the presence of blood residue at the connection between the spiros and the cadd cassette. Functional testing was performed, and no leaks were observed. Although the reported leak could not be replicated during testing, the complaint was considered confirmed based on the blood residue observed on the sample.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a leakage between the connection of the spinning spiros and distal end of the set tubing. There was patient involvement, no injury was reported.